Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door had failed. A field service engineer (fse) found that the customer did not have the icon to recover the tower door. To proceed, the fse triggered a failure on door 2 to allow recovery. The fse cleaned all the latches on the tower. However, due to network login issues on all devices at the site except one, the hardware test application (hta) could not be run. The device being used also failed to run hta because the network login did not work. The customer tested the system using her login under inventory. The system worked as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower, door was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported due to this event.